Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 495 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the keypad is locked. The customer was assisted with unlocking their keypad. The customer did not return the product back for analysis.